Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The us complainant had escalated from a cp to the 5.5 pump for the support of a patient admitted in with cardiogenic shock and cardiomyopathy. While on the 5.5 for 7 days the patient developed heparin-induced thrombocytopenia. The pump remained on for 20 days and then care was withdrawn and the patient expired. The patient had developed multi-organ failure and was not a candidate for transplant.

Manufacturer narrative:
The investigation into thrombocytopenia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-21097. B2 death and date of death. G1 reporting contact email. H1 type of reportable event. H6 1802 added health effect - impact code.

Event description:
The decision was made to withdraw care and the patient expired. It is unknown if the use of the impella was related to patient death, thus there is not enough evidence to exclude impella as an associated factor in the patient's outcome.